Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. A 3.0x33mm xience alpine stent was successfully deployed to treat the target lesion. Post deployment, a distal edge dissection was noted. The dissection was successfully treated with an additional 3.0x15mm xience alpine stent. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: catalog number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the device was inadvertently reported as a 3.0x33 mm xience alpine stent. The correct device is a 3.0x28 mm xience alpine stent. There was no reported clinically significant delay in the procedure. No additional information was provided.